Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea, dizziness, vomiting, chest pain and confusion. The patient reports they bumped the pod in the middle of the night while sleeping. The patient reports when the had awoken in the middle of the night they had been vomiting. The patient applied a new pod and went to the hospital. Once at the hospital emergency room the patients pod was removed. The patient was treated with a glucose strip until they were stable. The patient was transferred to another hospital after being in the emergency room for 5 hours. Once at the second hospital the patient was there for 1 night. The patient reports after this event they were able to continue treatment with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g6.